Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report a button error alarm. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 160 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.

Manufacturer narrative:
All buttons functioned properly. However, found moisture damage on the keypad traces. No button error alarm during testing. No moisture damage on the electronic stack, motor, battery tube and vibrator assembly. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot and cracked display window.